Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent dislodgement occured. The target lesion was located in right coronary artery. A 20mm x 4.00mm promus premier drug eluting stent was advanced for treatment. However, the stent dislodged inside the patient and was adhered to the vessel by ballooning. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.